Event description:
Using an ats45 stapler with vascular reload. The stapler with load was positioned, stapled, and cut. When the stapler was released the reload fell out of the stapler. Some staples secured but area not sealed. Opened new stapler. Case completed without further occurrence.